Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
On (B)(6) 2026, prior to surgery, a peripheral venous access was established. When opening the indwelling needle to connect the drainage line, leakage was detected in the indwelling needle tubing. The tubing was immediately replaced. This incident impacted the progress of the procedure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.